Manufacturer narrative:
It was reported that the patient had or is being evaluated to undergo transcatheter valve replacement (valve-in-valve). The reason for the valve-in-valve intervention is unknown. Although there are multiple root causes, valves are typically treated because they are not functioning optimally. Re-operative valve surgery and valve-in-valve intervention carry significant risk. The device was not returned for evaluation, as it remains implanted. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event.

Event description:
It was reported via implant patient registry that a 25mm valve in pulmonary position was disabled via a valve-in-valve procedure after an implant duration of 11 years, 10 months due to unknown reasons. A 23mm transcatheter valve was implanted. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Event description:
It was reported via implant patient registry that a 25mm valve in pulmonary position was disabled via a valve-in-valve procedure after an implant duration of 11 years, 10 months due to stenosis and regurgitation. A 23mm transcatheter valve was implanted. Patient was discharged on pod #1. As reported, per physician, the surgical valve did not fail prematurely and performed as intended.

Manufacturer narrative:
H10: additional manufacturer narrative updated b5, b7, d4, h4, and h6 per new information received. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H11: corrected data . Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.